Manufacturer narrative:
Additional patient identifier: (B)(4). Date discomfort began is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 130 deg dhs plate-std barrel 4 holes/78mm-sterile (part number 281.040s, lot number 7737035) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Product manufacture location: synthes (b(4). Product manufacture date: 26-aug-2014. Part expiry date: june 30, 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a dynamic hip system (dhs) plate and six (6) screws on (B)(6) 2015. On unknown date patient complained of discomfort from the implanted screws. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed intact. Procedure was completed successfully with no delay. Patient was reported as stable. This report is for one (1) dhs plate. This is report 1 of 7 for com-(B)(4).